Manufacturer narrative:
An investigation was performed by the engineering team and clinical application experts. Further investigation found that this issue is specific to saving sagittal volume files. This issue will only occur if the user saves the reconstructed data in the sagittal orientation and then loads the sagittal volume into the viewing application. Clinical applications trains users to only save and use the transverse image volume files after executing the reconstruction application (autospect pro). The engineering team determined that the risk is acceptable regarding this issue. The customer is currently using the system and they have been instructed by clinical applications on how to avoid the issue.

Manufacturer narrative:
(B)(4).

Event description:
On 09-may-2016 philips received service call from a customer reporting that orientations marked in some images looks wrong in two ebw-nm stations. This issue is still under investigation. There was no report on patient involvement with this events, and no report of patient harm. On the 03-may-2016 we already got a feedback from this customer about the same issue in one of these systems and we already reported the incident as MFR. Report #:1525965-2016-00027. This report aimed to cover the second system.